Manufacturer narrative:
Correction: section b.1, b.2, & h.1. The recipient reportedly experienced decreased performance. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery due to not hearing well. The recipient's device was explanted. The recipient was re-implanted with another cochlear device.